Manufacturer narrative:
MFR received date: 24oct2019. The manufacture's international service engineer confirmed the reported issue. The customer reported the issue was resolved after replaced the power management printed circuit board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a check vent primary alarm, unit generated a primary alarm failed error code. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18sep2019.

Event description:
The customer reported a check vent primary alarm, unit generated a primary alarm failed error code. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.